Event description:
It was reported that "when tightening the removal driver to a hybrid screw - the tip broke off."

Manufacturer narrative:
Tip was removed from patient successfully. No adverse consequences to the patient are reported. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.